Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "breast different to the touch and change in shape" , "showing irregularity of the envelope and small lamina suggestive of free silicone."

Event description:
Patient reported right side rupture and " breast different to the touch and change in shape." Device remains implanted. Healthcare provider reported "showing irregularity of the envelope and small lamina suggestive of free silicone."

Event description:
Device has been explanted.